Event description:
The shunt was implanted in a six mo old child (born september, 1996) in february, 1997. The child showed symptoms of overdrainage. No resistance in the shunt and slit ventricles were noted when shunt was revised in june, 1997.